Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
The commander delivery system was not returned to edwards lifesciences for evaluation. Without the device returned for evaluation, visual inspection, functional testing and dimensional analysis were unable to be completed. There was no relevant photographs, videos, or imagery were provided. A review of complaint history for edwards commander delivery system (all model and sizes) from (B)(6) 2017 to (B)(6) 2018 revealed other similar complaints with returned devices that were confirmed, but no manufacturing non-conformances or IFU/training manual inadequacies were identified during the investigations. A review of complaint history revealed that the occurrence rates did not exceed the (B)(6) 2018 control limits for applicable trend category. During manufacturing process, the entire delivery system is visually inspected and tested. The delivery system was 100% tested for flex deflection angle and flex gap distance with 0.035¿ diameter guidewire fully inserted through it. Additionally, during manufacturing, the 26mm delivery system flex tip outer diameter was inspected/verified and, following assembly, the flex tip to flex catheter bond was 100% visually inspected for defects. During final inspection, the delivery system was 100% visually inspected by manufacturing and quality for the following: missing components, incorrect assembly, and device damage (e.g. Kinks, cuts). The inflation and crimp balloon are inspected for distorted/pinched folds. During product verification (pv) testing is performed on lot samples and tested for visual inspection, and system retrieval force. All samples passed pv testing. These manufacturing inspections support that it is unlikely that a manufacturing non-conformance contributed to the reported complaint. A device history record (DHR) review was performed and revealed no manufacturing non-conformances that would have contributed to the event. A lot history review revealed no other complaints similar complaints. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. Without relevant photographs, imagery of the procedure, and device itself, the complaint for delivery system withdrawal difficulty from vasculature was unable to be confirmed. Due to the unavailability of the device, engineering was unable to perform additional visual, dimensional, and functional analysis. As a result, the presence of a manufacturing non-conformance was unable to be determined. A review of DHR, lot history, complaint history, and manufacturing mitigations did not reveal any manufacturing non-conformances which could have contributed to the complaint. A review of IFU/training materials revealed no deficiencies. Per reported event, ¿the valve was stuck in the artery and could not be pulled back¿. As per medical opinion the system got trapped in the artery due to the presence of calcium. The patient¿s access vessels were moderately calcified and were approximately 5.5-6mm in diameter creating a difficult pathway along the subclavian vasculature. It is possible upon exiting the sheath that the crimped valve caught onto calcification, inhibiting its movement, and making it difficult to retrieve back into the sheath. The complaint for was unable to be confirmed. No manufacturing non-conformances were identified during evaluation. In this case, available information suggest patient factors (vessel characteristics 5.5-6.0mm mld) contributed to the complaint event. However, based on available information, a definite root cause cannot be determined at this time. No labeling or IFU inadequacies have been identified and review of the complaint history revealed that the occurrence rates do not exceed the (B)(6) 2018 control limits for the failure mode. Therefore, product risk assessment, corrective or preventative action is required.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported through our (B)(4) affiliate, during a tavr procedure for a 26mm sapien 3 valve through the left subclavian artery, an anastomosis with dacron extension tube graft was performed to allow insertion of the sheath into the artery. Once the delivery system was out of the sheath, the valve was caught in the artery. An unsuccessful attempt was made to retrieve the devices. The patient was converted to surgery and the system was retrieved. There was no valve implanted. Unfortunately, the patient expired one day post procedure. As per medical opinion, the system got ¿trapped¿ in the artery due to the presence of calcium. The device was discarded at the hospital and will not be returned for evaluation.